Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels of 497 mg/dl. The patient experienced symptoms of feeling dizzy and couldn't think straight. Paramedic's took patient to the hospital. Paramedic's treated the patient with "serum". The type of "serum" was unknown. The blood glucose results from the paramedic's meter were unknown. The type of treatment given and the blood glucose results from the hospital are unknown. Patient was hospitalized from (B)(6) 2016. The infusion device was requested to be returned for product evaluation.